Event description:
The patient is a 66 year old female, 168cm (5'6") in height and 82kg (180 labs) in weight. She has a history of degenerative bilateral knee arthritis and hypertension. She had a left total knee arthroscopy (tka) in march of 1992. She did well with her tka for 6 months when she started having pain, effusions, and difficulty with ambulation. There was evidence of hyperextension as well as with extension and flexion gap instability. The patient had arthroscopic surgery which showed evidence of polyethylene wear. The patient did not gain relief with the surgery.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.